Event description:
Additional information received on 3/15/2023 indicates that in addition to the previously reported symptoms the patient also experienced an episode of sepsis, was dehydrated, lightheaded, had hematuria and dysuria.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast though not verified, the legal representative reported at implant, the patient had a restorelle mesh and a non-coloplast sling implanted. On (B)(6) 2017, the patient sought medical attention from the patient's urologist and noted chronic incontinence and diarrhea since the date of implant. On (B)(6) 2018, the patient was admitted to the hospital for nausea, vomiting, low back pain, generalized weakness, and chills. The patient was diagnosed with a urinary tract infection (uti) and given intravenous anti-biotics and fluids. On (B)(6) 2018, the patient had a revision surgery, removing the coloplast mesh. The patient had a revision surgery to remove mesh that had eroded into the patient's bladder on (B)(6) 2018. It was not confirmed to be a coloplast product. On (B)(6) 2019, the patient had a revision surgery to remove eroded mesh. It was not confirmed to be a coloplast product. Additional information indicated the patient experienced the following: mesh erosion, recurrent urinary tract infections, pelvic pain, abdominal pain, were noted.